Event description:
In 2003 a 51-416-15, williams zurich mandibular device, 15mm, was surgically implanted. The following month, a co rep called in info in regards to a 51-416-15, williams zurich mandibular device, 15mm which broke in a pt. X-rays revealed the distractor broke at the superior portion where the plate attaches to the tube. Dr used rigid external fixation to immobilize the area and a surgery took place 6 days later to remove the distractor and apply internal fixation to complete the consolidation phase.